Event description:
No light on the screen of the loaner unit. There was no patient impact as the loaner unit was not used.

Manufacturer narrative:
Integra has completed their internal investigation on 08/11/2016. The investigation included: methods: -evaluation of actual device -review of service history records. -review of complaint history. Results: evaluation of device: the evaluation identified the touchscreen cable was loose and caused the reported ¿no light on the screen¿. The service history for the cam02 monitor 1140201725 was reviewed; no failures were reported which are considered linked or contributed to the complaint incident. A review of cam02 complaints was completed in complaint system using the key words ¿screen no light¿ and a root cause ¿loose cable¿ in the search criteria. The review encompassed from dates 30-jun-15 to 10-aug-16. A total of 118 complaints were reviewed of which this complaint is the single complaint occurrence that contained the search criteria. Rate of occurrence: during the time period ¿jun 15 to aug 16¿, the global product usage for cam02 monitors was calculated as 25,013 usages, using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints over the review period with the key word identified in the complaint review (1) can therefore be calculated as 4 x 10 ¯5 of procedures. The root cause was identified as the touchscreen cable was loose and caused the reported ¿no light on the screen¿.